Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Early battery depletion was confirmed in the lab. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. Analysis of the device image found the device was drawing high current. Electrical testing confirmed high current drain from the hybrid. A hybrid anomaly was found to be the cause of the high current drain and premature battery depletion.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction: d9 date returned to manufacturer corrected to 10 apr 2025.

Manufacturer narrative:
Correction: d9 checked returned to manufacturer box and returned to manufacturer date corrected to 10 apr 2025.

Manufacturer narrative:
Correction: d9 checked yes, returned to manufacturer box and returned to manufacturer date corrected to 10 apr 2025.